Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to keypad connector not plugged in properly on the interface board, however reconnecting battery tube connector on the interface board the insulin pump functioned properly and passed unexpected restart error test, self-test and the operating currents measurement were normal. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.